Event description:
It was reported to philips that the system stopped producing the live image during the procedure. The device was in clinical use at the time of the event. No harm to the patient or user was reported. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular procedure was performed when the issue happened. The procedure was completed as planned but delayed 5 min after reboot of the system. The philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log file, fse found that reported malfunction. Upon troubleshooting, fse found lost functionality, graphics, or touch tablet access due to an external event like a micro-outage and sib card become unstable. To resolve the problem, fse restarted the system. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed as planned with a little delay 5 min after reboot of the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome. The catalog item identifier, serial number and the reporting address city have been updated.

Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the neurovascular procedure was performed when the issue happened. The procedure was completed as planned but delayed 5 min after reboot of the system. The philips field service engineer (fse) visited onsite and confirmed the reported problem. After reviewing the log file, fse found that reported malfunction. Upon troubleshooting, fse found lost functionality, graphics, or touch tablet access due to an external event like a micro-outage and sib card become unstable. To resolve the problem, fse restarted the system. After repairs were completed, the system was returned to use in good working order. At the time this complaint was received, philips did not have enough information to exclude a potential for serious injury and as such the complaint was reported. Since that time, new information has been received which has led to the determination that this scenario is not likely to cause or contribute to death or serious injury if it were to recur. According to the information obtained, the procedure was completed as planned with a little delay 5 min after reboot of the system. This is not likely to cause or contribute to death or serious injury should it recur. Therefore, based on this investigation, philips concludes that this complaint is not reportable. The codes were updated based on the investigation outcome.